Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The balloon ruptured before reaching rated burst pressure. Another device was used to complete the procedure without issue. No adverse events reported in association with this event.